Event description:
It was reported that during a da vinci prostatectomy procedure, the staff reportedly observed the thread of the monopolar curved scissors instrument to have come out, subsequently would not perform as expected. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's banana plug was noted bent at the housing. The cause of the damage was likely due to mishandling/misuse. The instrument tube reinforcement ring's coating was observed to have come off. Additionally, the distal end of the instrument's main tube exhibited hairline cracks in the axial direction. As the location of these micro cracks was confined to 2 cm of the instrument shaft, the failure analysis was limited to only this area of this instrument. Failure analysis was performed on this instrument in relation to field action number 2955842-051613-005 to investigate micro cracks on the monopolar curved scissors instrument. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.